Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged difficulty breathing/shortness of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. A hairlike particles on the front panel and bottom enclosure. An unknown dust contamination was observed on the blower box, inlet of blower box, rear panel, blower, blower seal. A keratin-like substance was observed on the blower box outlet and the blower seal and addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint, they can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and they can confirm the presence of contamination. In this report, section h6 has been updated.